Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported results of lo, which on the system indicates a result of less than 20 mg/dl, on aviva expert system and aviva connect result of 247 mg/dl within 10 minutes. The same vial of strips was used in both meters. No adverse event was reported. A request was made for the return of the meter and strips.